Event description:
A pt reported blood glucose results of "348 mg/dl and 268 mg/dl" with a lifescan meter, performed within 10 minutes of each other the meter, test strips, and control solution were replaced.